Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, noise and high threshold was observed on the atrial lead. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable during and after the procedure.